Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that she woke up with a blood glucose of 400 mg/dl due to a bent cannula. The patient then replaced the set, but blood began to get into the infusion set tubing. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.